Event description:
On (B)(6) 2013, it was reported that this physician¿s handheld device had been freezing. The device was freezing on the parameters screen. A hard reset did not resolve the issue. The handheld device and software flashcard have not been returned to date.